Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged to the black power cable was not confirmed. A review of the submitted log file spanned approximately 4 days (10mar21 ¿ 14mar21 per time stamp). There were no relevant alarms active in the log file that could have been related to controller cable damage. System controller, serial (B)(6), was not returned for analysis. The extent of the power cable damage is unknown. There were no pictures or additional documents provided. A root cause for the reported damage was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. Heartmate ii instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the patient presented to clinic, the system monitor displayed ¿clock date not set¿. During the system controller history review, the clinical staff observed a pump stoppage on 14mar2021. Patient had no recollection of this event. Damage was observed on the system controller and the black power cord. System controller was exchanged during clinic visit. Submitted log files revealed a transient low voltage alarm on (B)(6) 2021 at 1:18am due to depleted batteries in-use. The log file displayed additional low voltage alarms on (B)(6) 2021 at 10:12am due to depleted batteries in use followed by a no external power alarm at 10:24am where the controller operated on backup battery/power save mode. The log displayed yellow wrench / ¿real time clock not set¿ alarms as mentioned for the remainder of the log file due to a complete loss of power to the system controller. The complete loss of power to the system controller caused a ¿motor stopped¿ / pump stop event. Power was restored to the system controller as well as power to the pump with fully charged batteries however unable to determine the date/time when power was restored due to the loss of power to the system controller (appeared the pump operation was functioning within set parameters for the remainder of the log file). The system controller was exchanged on 25mar2021. Heartmate ii left ventricular assist system (lvas) pump is being reported in manufacturer report number 2916596-2021-01862.